Event description:
(B)(4). Event occurred in canada. It was reported that the patient faced infusion set needle issue event of (B)(6) 2025. It was reported that the canula did not detach from introducer needle after insertion. The patient replaced infusion sets and resumed insulin successfully. No further information available.